Manufacturer narrative:
The article did not report the upn and lot number; therefore, the device manufacture and expiration dates cannot be determined. (B)(4). Literature source: teoh, anthony yuen bun, et al. "Endoscopic ultrasound-guided gallbladder drainage reduces adverse events compared with percutaneous cholecystostomy in patients who are unfit for cholecystectomy." Endoscopy 49.02 (2017): 130-138. Doi http://dx.doi.org/10.1055/s-0042-119036. The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Please note: additional information was received on may 18, 2017 from the article's corresponding author, dr. Anthony yuen bun teoh, that the patient's death occurred at university hospital rio hortega,valladolid, spain and the physician was dr. Manuel perez miranda.

Event description:
Boston scientific corporation became aware of an event involving the axios stent and delivery system through the article "endoscopic ultrasound-guided gallbladder drainage reduces adverse events compared with percutaneous cholecystostomy in patients who are unfit for cholecystectomy" written by anthony yuen bun teoh, et al. (See citation below). According to the literature, this study was a 1 : 1 matched cohort study of all patients who were unfit for cholecystectomy and underwent endoscopic ultrasound (eus)-guided gallbladder drainage (egbd) or percutaneous cholecystostomy for acute calculous cholecystitis. The study took place between november 2011 and august 2014 and included 118 patients, of whom 59 underwent egbd and 59 underwent percutaneous cholecystostomy. Of those who underwent egbd, 30 were male and 29 female and the mean age of these patients was 82.7 years. Egbd was performed by placing an axios stent transgastric or transduodenal to the patient's gallbladder and then emptying the gallbladder with suction and irrigation. Thirty six (36) patients had the stent placed transgastric to the gallbladder through the antrum of the stomach, and 23 had the stent placed transduodenal to the gallbladder through the first part of the duodenum. The article reported that one patient suffered from progressive abdominal pain with peritonitis after the egbd procedure. The patient then underwent emergency surgery and it was noted that the distal flange of the stent had migrated outside the gallbladder. The patient died after the surgery.